Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to this anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump has been alarming compromised force sensor system for two days. The drive support cap is protruded. Customer stated that maybe one of her animals knocked the insulin pump down while she was in the shower but she has not dropped it. Blood glucose value was 143 mg/dl. Customer has been treating with manual injections. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.